Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow up, the patient's bigeminal rhythm was noted to be counting towards ventricular fibrillation, leading to inappropriate therapy. Several alerts of non-sustained ventricular oversensing and inappropriate mode switching were also noted. Sjm was contacted and recommendations were made to reprogram the device. The patient is in stable condition. Additional information was requested but was not received.